Manufacturer narrative:
The ge service rep evaluated the system and found the hand switch was not operational. He ordered the hand switch and provided it to the customer for repair. The system now operates as intended.

Event description:
The customer reported that the system does not x-ray and images periodically appear black. No pt injury was reported.